Event description:
It was reported that 8-9 years ago when the patient was getting the implantable neurostimulator (ins) was implanted, a nerve was cut. It was noted that the patient¿s right leg was ¿the same¿ and it felt like a pick was jabbing him in the leg and the left leg was ¿not a strong.¿ it was reported that the patient asked his doctor for pain medication and they wouldn¿t give him any, and when he did get the pain medication it wasn¿t helping. It was noted that the patient gave a friend half a tablet of a prescription he had and she was ¿loopy¿ and he would take 12 tablets and it wouldn¿t help him. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0511625v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the initial implant the doctor cut something in the patient¿s spine which affected their left leg. The patient would get a tingle every now and then and they would feel like someone was jamming an ¿ice pick¿ in their leg. The patient could only walk for half a block and then had to rest for 15 minutes. Then they could walk half a block again and then they were ¿done¿. The patient tried their therapy for months but they couldn¿t walk and if they sat down they couldn¿t get back up or get their socks on.